Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 8, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor has deviated from normal behavior. The RMA was authorized but not received. Further analysis revealed that there was instability observed in the signal channel. Delamination between the epoxy and sensor encasement pmma was suspected. The user was offered a replacement sensor as courtesy; however, the customer denied the replacement sensor. The user is currently not using the system. No further resolution was found necessary for this complaint. B4. Date of this report 02 july 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). G3. Date received by the manufacturer? 25 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.